Manufacturer narrative:
Additional information: according to the information received from the field the recipient never had any hearing benefit with the device. The recipient has a mixed hearing loss and the coupler was attached to the short process of the incus, which might not be adequate. In addition, imaging shows some matter on the middle ear cavity, which could be a cholesteatoma or ongoing infection which could negatively affect the hearing outcome with the device. Technical testing showed a functional device. Revision surgery is considered but no date has been scheduled yet.

Event description:
The user perceives no benefit from the device. Part of the poor results that the user has right now can be addressed to the coupling choice. Based on etiology of the hearing loss a different coupler would have been better. The user will undergo revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the user perceives no benefit from the device. The patient is unable to hear when directly stimulating the device on the left side.